Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. (B)(4). Philips field service engineer (fse) confirmed the reported issue. The fse replaced the power switch overlay to resolve this issue. The unit passed performance verification tests when the repair was complete.

Event description:
The customer reported an led (light emitting diode) failure. There was no patient or user harm reported. The event date was not specified; estimate used.